Manufacturer narrative:
(B)(4).

Event description:
The customer reported follows: when light pressure is applied, the system shuts down. They had to reboot it. This would result in re-exposure to obtain an image.